Event description:
The user facility reported that the device's spo2 module "became magnetized" and that it was pulled toward the inner bore of the scanner. There was no reported pt or user impact.

Manufacturer narrative:
Pr#: (B)(4). The device MFR is assessing if a risk to health exists. Therefore, we are reporting this in order to meet reported deadlines. An investigation into this report is currently on-going. Once complete, a final report will be filed.